Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 76-year-old male in cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient was suspected to have experienced an embolic stroke during impella support. The patient suffered from expressive aphasia, however, intervention was not required and support continued with the implanted pump.

Manufacturer narrative:
The investigation into the stroke/cva has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, CT scan confirmed patient had embolic stroke and it was unknown if it was related to any clot or impella. Data logs were reviewed, and no motor current spike was observed relative to the event. The cause of the stroke issue was most likely patient condition related and unknown relation with insufficient clinical/log review. The failure mode will be monitored and trended.